Manufacturer narrative:
The customer's report of leaking from where the tubing was attached to the maxzero connector was confirmed. Visual inspection showed a crack running along one side of the top of the valve and continuing along the threads of the valve. Functional testing and pressure testing showed that fluid was leaking at the engagement of the set's exit luer end and the valve. The root cause of the customer's report was not identified.

Event description:
The customer reported that while the clinician was screwing the lipid syringe onto the y-site of the non-bd tubing the clinician heard a click/cracking sound. Then the clinician noted the line was leaking onto the patient's bed from where the tubing was attached to the maxzero connector. The patient was also receiving epinephrine and pge through this line therefore the clinician changed the maxzero connector to resolve the leak. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: smiths medical mx448hl60 tubing set and an unknown n21191 set were used. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that while the clinician was screwing the lipid syringe onto the y-site of the nonbd tubing the clinician heard a click/cracking sound. Then the clinician noted the line was leaking onto the patient's bed from where the tubing was attached to the maxzero connector. The patient was also receiving epinephrine and pge through this line therefore the clinician changed the maxzero connector to resolve the leak. There was no patient harm.